Manufacturer narrative:
(B)(4).

Event description:
New information received notes that prior to the procedure, externalized conductors were observed via x-ray.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.

Event description:
It was reported that the patient has had intermittent low high voltage lead impedance measurements. There were no externalized conductors observed. The lead remained implanted.

Event description:
New information received notes that the lead was capped and replaced due to low, out of range, high voltage lead impedance.